Event description:
The event is reported as: alleged issue: the surgeon noticed that one of the applier jaws had broken off the applier. He was able to locate the broken tip in the abdomen of the patient for removal. No reported patient injury. Current patient's condition is fine.

Manufacturer narrative:
Device sample not returned to manufacturer at time of this report.